Event description:
When the vascular surgeon was attempting to remove a tesio catheter, that had been implanted for ~4 years, the lumen broke and a piece remained in the pt. It appeared to be stuck. The piece that was removed was "dry, stiff, like an old dried out hose."